Event description:
Nursing noted quantity of fluids infusing did not match the pump setting (75ml/hr). Patient was receiving more fluids than was intended. During equipment investigation it was determined that the cam mount screws were loose causing improper pressure on the tubing and incorrect distribution.